Manufacturer narrative:
Date of event: estimated date. The UDI number is unknown as the part and lot number were unknown. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effect of pseudoaneurysm, hematoma and the relationship to the product, if any, cannot be determined. The subsequent treatment of surgical procedure and additional therapy appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature article title "immediate post ptca percutaneous suture of femoral arteries with the perclose device: results of high volume users".

Event description:
It was reported through a research article that legacy perclose devices may be related to: failure to achieve hemostasis which may result in the use of an additional device, surgery, manual compression, small hematoma or pseudoaneurysm. Specific patient information is documented as unknown. Details are listed in the article, titled "immediate post ptca percutaneous suture of femoral arteries with the perclose device: results in high volume users".